Manufacturer narrative:
This blade is designed to be used one time and disposed of. The customer stated that the blades are often used three times before being discarded. The returned blade electrode had a small pin size hole in the yellow insulation that was probably present after mfg but made larger after repeated use.

Event description:
During use of the blade tip electrode, burns occurred, the instant the yellow portion contacted the fatty tissue. "In this hospital, the blade tip is disposed of after three uses".